Manufacturer narrative:
This report will be updated should further information be provided.

Event description:
It was reported during ongoing use, the battery was exhibiting premature depletion. The rep indicated that outputs did not appear to be particularly high, additionally event burden also didn't seem particularly high. Technical services reviewed disk analysis and confirmed that upon the initial review of the analysis from latitude, fault code criteria was not satisfied; however, it seemed to be exhibiting similar depletion characteristics, and therefore earlier than expected declaration of explant. After further review by technical services, it was observed that the rate of battery depletion was low, and that there was sufficient capacity to support replacement within 90 days, and maintain therapy capabilities. No adverse effects to the patient were reported.

Manufacturer narrative:
The returned incepta crt-d was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the pg was exhibiting premature battery depletion. It was indicated that outputs did not appear to be particularly high, nor did event burden seem particularly high. Technical services was contacted, and the initial review of the analysis was taken from latitude remote monitoring system. Analysis revealed that the fault code criteria was not satisfied; however, the device did not appear to exhibit similar depletion characteristics; therefore, resulting in earlier than expected declaration of explant. Engineering review of the data confirmed that the rate of battery depletion was low, and that there was sufficient capacity to support replacement within 90 days, and maintain therapy capabilities. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.